Manufacturer narrative:
The suspect device is expected to return for evaluation. A follow up will be submitted when the evaluation is complete.

Event description:
Customer reports that during a procedure the sheath fell off the radiopaque tip. No wires or ballons were put through the sheath. It fell off when the sheath was removed. The other sheath after the 0.18 wire was removed it was like the cover on the end of the sheath would not seal.

Manufacturer narrative:
The suspect medical device was not returned for investigation. The complaint could not be confirmed. The root cause could not be determined. The device history record was reviewed, and no exception documents were found. A search of the complaint database was performed and no similar complaints for this lot number were identified. Should the device be returned later, the investigation will be reopened.